Event description:
Customer reported that the insulin pump alarmed for a button error. The blood glucose reading was 123 mg/dl. She did not recall any significant event leading to the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive escape button due to a corroded keypad trace. No button error alarm or audio anomaly was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.